Event description:
The customer reported via phone call that they had a motor position encoder error alarm on the insulin pump. Customer stated the alarm occurred when they were attempting a set change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Failure analysis was unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.